Event description:
The hospital reported the pt's infusion device stop working without displaying an error message. The pt noticed the issue when her blood glucose became elevated and she found the infusion device had shut down. She does not recall the exact blood glucose level but, it was near 30 mmol/l (540 mg/dl). When she squeezed the infusion device it started again. This occurred several times despite changing the battery and battery cover. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.